Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. The product code of the device involved in this incident is unknown at this time; therefore, the 510k number cannot be provided. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause is undetermined.

Event description:
A customer contacted global technical service (gts) regarding air in the line on the home choice (hc) during initial drain and fill. The home patient (hp)'s care giver (cg) stated that during the initial drain she noticed that there was a lot of air being pulled into the line. The hp and cg were in the hospital at the time of the call learning how to use the hc machine. The technical service representative (tsr) recommended that the cg start over with new supplies. However, the cg stated that all of this happened earlier. The peritoneal dialysis (pd) nurse pressed stop after hc went into fill, disconnected the hp from the patient line, and then pressed go to flush the air out of the line, and then the nurse reconnected the hp. The tsr advised that if the pd nurse wanted the patient to continue with the supplies then the pd nurse should be asked about administration of antibiotics to mitigate possible contamination. The cg revealed during a second phone call the same day that during the drain she saw air coming from the catheter before the transfer set. The tsr explained the set was sealed-up and if the air was in the catheter there might be a possible leak somewhere. The cg stated that she did not see any leaks during fill. The tsr suggested to drain, and end therapy early. The cg was going to page the pd nurse again and would call back if assistance ending therapy was needed. The patient was involved and there was no serious injury or medical intervention indicated at the time of the initial report.